Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw head broke during use and the fragment was found. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A screw was returned for evaluation. Visual inspection of the device identified nicks, gouges, and deformation damage to the threads, taper below head, and head. Head is confirmed to have fractured. Fractured piece was returned. The device was sent to sem for further analysis. The analysis identified fracture surface artifacts, including sheared ductile overload dimples, suggest the bending overload failure mode. The eds analysis found the screw to be consistent with specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.